Event description:
A customer reported a symptom of "latch." This reported symptom is most likely referring to a "door not fully latched" message. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "latch" as a "door not fully latched" message caused by a loose upper link screw. The link screws were replaced.